Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: lumbar canal stenosis due to scoliosis at upper adjacent level procedure used: posterior spinal fusion at th11/iliac and posterior lumbar interbody fusion at l5/s it was reported that during surgery, the tip of the driver broke when the surgeon tried to rotate the t-handle attached to it. The fragment lodged in the screw and could not be retrieved. Finally the surgeon decided to leave the fragment as is and completed the procedure. Patient complications were reported as unknown.

Manufacturer narrative:
Additional info: product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Internal bushing pin sheared off. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.